Manufacturer narrative:
Updated fields: g3, h2, h3, h4, h6, h10. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test from cable. Based on the results of the investigation, the most probable cause is a bad cable unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had poor image. The event occurred before procedure (checking for usage) and there was no patient affected or involved in the event.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had poor image. The event occurred before procedure (checking for usage) and there was no patient affected or involved in the event.